Manufacturer narrative:
Concomitant medical products: 3830-69 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had elevated high thresholds post implant. The physician elected to reprogram the lead and leave it in use. No patient complications have been reported as a result of this event.